Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs1622 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported by customer "when inserting the dilator the inner portion of the dilator (in between the white and gray) was stiff and rigid, causing it to catch on the skin that then caused bending of the dilator. This resulted in her having to drop an additional dilator onto the sterile filed. No harm was made to the patient." It was reported "this causes her to have to nick the skin to allow the dilator to go in, and many times this causes severe bleeding around insertion site. When severe bleeding occurs the customer reports major concerns for infection due to them having to redress the site 24 hours."

Event description:
It was reported by customer "when inserting the dilator the inner portion of the dilator (in between the white and gray) was stiff and rigid, causing it to catch on the skin that then caused bending of the dilator. This resulted in her having to drop an additional dilator onto the sterile filed. No harm was made to the patient." It was reported "this causes her to have to nick the skin to allow the dilator to go in, and many times this causes severe bleeding around insertion site. When severe bleeding occurs the customer reports major concerns for infection due to them having to redress the site 24 hours."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer is confirmed but the exact cause remains unknown. One 5 fr microez microintroducer was returned for evaluation. One 5 fr microez microintroducer was returned for evaluation. The grey sheath was returned with the dilator and had not been split. Blood residue was visible within the device. The sheath and dilator were curved and bent. Microscopic observation of the sheath tip revealed two localized deformation points bunched inwards. Based on the damage observed, possible contributing factors include advancement against resistance. The product instructions for use (IFU) states, ¿advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a scalpel prior to making incision.¿ since the sheath tip was observed to be damaged, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.